Manufacturer narrative:
Philips service reconnected the footswitch and swapped converters, restoring the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that there was an x-ray delay due to a generator issue and footswitch connection on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.